Event description:
A malfunction alarm labeled as "malfunction 199" was reported for a tandem pump, indicating a pump malfunction. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was informed to continue using the pump and advised to call back if any issues persist.